Event description:
The customer reported to olympus that high flow insufflation unit was constantly restarting and shutting off. The issue was found during preparation for use. No procedure had been affected. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found an audible alarm and the front panel turned off. The cause of the reported event was due to a malfunction of the printed circuit board and required replacement. There were no traces of visible damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, the customer-reported malfunction was most likely due to a malfunction of the printed circuit board. However, the root cause of the events could not be determined. Olympus will continue to monitor the field performance of this device.